Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability.

Event description:
Patient reported "rupture", "defective" and "breast felt soft and mushy". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "rupture", "defective" and "breast felt soft and mushy". Later healthcare professional reported "pain", "hardening" and capsular contracture baker grade IV. Patient reported "ruptured implant" and "capsular fibrosis". Later healthcare professional reported "rupture". This record is for the left side. Device was explanted.